Event description:
It was reported that during a robotic laparoscopic paraesophageal hernia procedure, it was observed that the bipolar maryland forceps was not closing properly. Sometimes it would close normally and sometimes it would close partially with a slight delay between the closing of the jaw on the bipolar maryland forceps and closing action of the hand controllers on the surgeon console. The bipolar maryland forceps was replaced to resolve the issue. On further inspection, it was noted that the cable of the bipolar maryland forceps was slightly frayed. There was no injury to the patient.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident. One image was received for evaluation. The image depicted a bipolar maryland forceps with a frayed cable. Evaluation of the logs did not indicate any issues that would cause the response of the bipolar maryland forceps to be delayed or would suggest damage. Evaluation of the bipolar maryland forceps confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a damaged cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during paraesophageal hernia robotic laparoscopic procedure, surgeon observed that the bipolar maryland forceps (bmf) wasn't closing properly. Sometimes it would close normally and sometimes it would close partially with a slight delay between the closing of the jaw on the bmf and closing action of the hand controllers. The instrument was replaced to resolve the issue. On further inspection, it was noted that the cable was slightly frayed on the bmf. No injury to the patient.